Manufacturer narrative:
Cec adjudicated stroke as stroke, ischemic. Cec adjudicated the event date as (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the lad and one resolute onyx stent was implanted into the cx. Approx 12 months post index procedure the patient had a stroke. It was reported the stroke occurred due to carothid atheromatosis (probable embolic cause). The patient was treated with medication. The patient recovered. The investigator and safety assessed the event as not related to the index device or anti-platelet medication.